Manufacturer narrative:
Concomitant medical products: product ID: 748925, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3998, lot# j0519264v, implanted: (B)(6) 2005, product type: lead. (B)(4).

Event description:
It was reported that there was a confirmed 1st overdischarge. There was pain in the low back and leg pain, for which the stimulator was placed. A manufacturing representative (rep) talked the patient through a physician mode recharge (pmr) over the phone. The rep was going to meet with the patient in 6 days at the doctor¿s office to clear the power on reset (por) if her pmr was successful. The cause of the issue was determined to be because the patient had let her implantable neurostimulator (ins) overdischarge because she did not need the relief for 5 months or so, and neglected to keep a charge on her ins. The patient was alive with no injury at the time of this report. It was later reported that the pmr was successful and the por was cleared. The patient was doing well and receiving effective therapy. The rep ran an impedance check and contact 4 was over 10000 ohms. They programmed around that contact for satisfactory stimulation pattern.